Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the stimulation in the wrong location was not determined. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that stimulation wasn¿t therapeutic. The rep reported that the patient didn¿t want reprogramming. The rep reported that stimulation wasn¿t in the right areas and the patient wanted the device removed. The device was explanted on (B)(6) 2017. The rep reported that the issue was resolved at the time of the report. No further complications were reported.